Event description:
During a ICD replacement and rv lead replacement, a terumo glidewire was inserted over a metal needle and a portion, approx. 6cm, of the wire covering was stripped. The fragment remained in the pt after the wire was removed. A femoral vein access was made and 13mm snare was used to snag and remove the fragment. The pt did not sustain any ill effects, however, a femoral vein access had to be established which was not planned as part of the procedure. The ICD change out and lead replacement procedure was completed without incident. The pt remained in the ccu overnight for observation only and was discharged on (B)(6).